Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer experienced memory loss, and was delusional due to the high blood glucose levels. The reported blood glucose reading at the time of the call was 284 mg/dl. However, the customer also experienced a low blood glucose reading of 36 mg/dl during hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.